Event description:
Information was received from a hcp via clinical study regarding a patient with clinical ID:(B)(6). Clinical study number: (B)(4). Patient medical history: hypertension; osteoporosis; osteopenia; gastrointestinal; chronic gastritis; it was reported that on (B)(6) 2021, the patient went to (B)(6) hospital for 6-month x-ray examination, which revealed bone cement exudation. Outcome: recovering/resolving  investigator assessment: is this ae related to a study procedure: not related; is the ae related to the bone cement: probable; is the ae related to any other components used during the procedure: possible; is the ae related to an underlying condition or disease: possible; what was the rationale for the relationship to system or procedure: not related. Sponsor assessment: probable related to bone cement; possible related to underlying condition; not related to procedure, other components. Outcome: recovering/resolving  there were no further complications reported regarding the event. Updated information received on 21-oct-2021: ae description: on (B)(6) 2021, the patient went to (B)(6) hospital for 6-month x-ray examination, which revealed bone cement exudation. No statements in the ae.; is the ae related to any other components used during the procedure: not related; what was the rationale for the relationship to system or procedure: the extravasation was related to the fracture fissure high liquid/solid ratio of the mixed bone cement, short solidification time and high presure of the cavity.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via clinical study regarding a patient with clinical ID:(B)(6). Clinical study number: (B)(6). Patient medical history: hypertension; osteoporosis; osteopenia; gastrointestinal; chronic gastritis; it was reported that on (B)(6) 2021, the patient went to h hospital for 6-month x-ray examination, which revealed bone cement exudation. Outcome: recovering/resolving  investigator assessment: is this ae related to a study procedure: not related; is the ae related to the bone cement: probable; is the ae related to any other components used during the procedure: possible; is the ae related to an underlying condition or disease: possible; what was the rationale for the relationship to system or procedure: not related. Sponsor assessment: probable related to bone cement; possible related to underlying condition; not related to procedure, other components. Outcome: recovering/resolving  there were no further complications reported regarding the event. Updated information received on 21-oct-2021: ae description: on (B)(6) 2021, the patient went to hunan provincial people's hospital for 6-month x-ray examination, which rev ealed bone cement exudation. No statements in the ae.; is the ae related to any other components used during the procedure: not related; what was the rationale for the relationship to system or procedure: the extravasation was related to the fracture fissure high liquid/solid ratio of the mixed bone cement, short solidification time and high presure of the cavity.